Manufacturer narrative:
Expiration date: na. Maude event report # mw5077452.

Event description:
A report was received that the patient underwent a radiofrequency degeneration procedure in the lumbar area. The patients skin was burned with an electrode that was not being used. There was medical intervention for the burn, however it is unknown what type of intervention was administered. It was noted the devices involved a electrode and a radiofrequency generator, however the model number and lot numbers of the devices are unknown. No further information can be obtained.